Event description:
It was reported that during a coronary stent procedure, difficulty was encountered crossing the lesion. The physician was attempting to retract the stent back into the guiding catheter and then opted to remove the entire system. Upon removal it was noted that the stent was missing, and it remains in the patient. The patient status is listed as "okay".